Manufacturer narrative:
Product event summary the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure the device encountered a sensing problem, and no sensing after re-positioning the device. The leadless ipg was removed and replaced with another leadless ipg system. No patient complications have been reported as a result of this event.